Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data log shows that the contrast was oscillating. This console was tested, the 5s parameter indicates that the signal not reliable. The root cause of the placement signal not reliable alarm was the malfunction of the optical bench. The root cause for the controller error and loss of placement signal is due to an optical bench communication protocol anomaly, resulting in misalignment of data communication packets. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, placement signal¿not reliable alarms were observed. Despite these alarms, the pump remained operational throughout the procedure until weaning and explantation. No patient harm was reported. The investigating engineer determined that the issue was likely related to the automated impella controller (aic).